Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. It was requested by FDA medwatch program department on 15-jan-2021 to re-submit this form 3500a as there was no record of the initial report submission in the emdr system. The information contained in this initial report was correct at the time it was originally submitted on 13-mar-2017.

Event description:
The customer reported that when a pending chemo prescription is being approved in mosaiq, already approved ones change to pending. Based on the available information there has been no actual mistreatment.